Manufacturer narrative:
(B)(4). Report source: foreign; the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument tip fractured during use and the patient retained the foreign body. No further information is available at this time.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Visual examination of the returned product confirms the inserter has tip fracture. The needle assembly was not returned. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.